Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Approximately 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly brittle fracture surface and circular material flow, consistent with torsional overload and resulting in fracture at mas interface during tightening. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient was undergoing a spinal procedure. During the surgery, the tip of the driver shaft was broken. No patient complications were reported.